Manufacturer narrative:
The olympus endoscopy support specialist (ess) presented an introductory powerpoint and reviewed reprocessing of the scope according to the instructions for use (IFU). The trainees were able to perform the reprocessing procedure independently. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service/customer competency. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the evis exera iii duodenovideoscope was insufficiently or incorrectly reprocessed and was used for the next procedure. The facility had been using the scope for approximately three (3) weeks prior to receiving any education from olympus. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the user understanding differed from instructions for use (IFU) in device handling and/or reprocessing steps. The IFU warns against insufficient reprocessing as follows; ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.